Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the observed issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance to the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the nozzle contained foreign matter due to insufficient cleaning. Additionally, there was damage to the switch or switchbox, and the switch button 1 was deformed and damaged. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of angle wire, the play of the up/down knob (u/d knob) was out of the standard value. Due to deformation on the bending tube, angulation skips during angulation in the right/left (rl) directions. The bending tube was deformed. The adhesive on bending section cover (a-rubber) had a chip. The objective lens had a crack. The plastic distal end cover (c-cover) had a scratch. The connecting tube had a scratch. The connecting tube had discoloration. The scope connector (s-connector) had a scratch. The protector of the universal cord on the s-connector side had a scratch. The protector of the universal cord on the control section side had a scratch. The universal cord had discoloration. The forceps channel port was shaved. The grip had a scratch. The scope cover had a scratch. The connecting tube had a scratch. The switch box had a scratch. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The control unit has discoloration. The control unit has a scratch. The electrical (el)-connector had corrosion due to water leakage. The adhesive on the a-rubber had a chip. The s-cylinder was shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the re evis lucera gastrointestinal videoscope experienced a dislocated switch no. 1. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found in the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.